Event description:
Meter name: one touch basic, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: thirsty, tired and headache. A patient reported they were seen in a doctor's office. Their meter was not turning on. The result on their meter was 123-130. The result on the doctor's meter was 47. The time difference between patient's meter and ER meter was unknown. Treatment was unknonw. No further information has been reported.